Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient presented to the physician following an episode of defibrillation therapy due to syncope. Interrogation of the device noted a shorted shocking lead message. The shock lead impedance was noted to be less than 20 ohms.